Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report should indicate: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h3 device evaluated by mfg of the initial medwatch report indicates: yes. Section h3 device evaluated by mfg of the initial medwatch report should indicate: no. Section h3 reason for no evaluation of the initial medwatch report indicates: blank. Section h3 reason for no evaluation of the initial medwatch report should indicate: device evaluation anticipated, but not yet begun. Section d9 of the initial medwatch report indicate: 04/07/2023. Section d9 of the initial medwatch report should indicate: blank. Section h6 method code grid of the initial medwatch report indicates: testing of actual/suspected device . Section h6 method code grid of the initial medwatch report should indicate: type of investigation not yet determined. Additional: the device was not returned to stryker for further evaluation. Stryker provided the customer with a repair quote; however, the customer did not request any follow-up and will proceed with the recommended repair/evaluation at their discretion. The cause of the reported issue could not be determined. H3 other text : device not return.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.